Manufacturer narrative:
The device was returned to the manufacturer for physical evaluation. The failure mode was confirmed. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. A visual inspection found customer applied labels and nicks and scratches. Internal inspection found the hot mirror was broken out of its holder. The holder is broken. Functional testing found the unit powered "on" and the lamp ignited. The loose hot mirror allowed the full intensity of the lamp to be projected. The heat produced by the full intensity of the beam is considered to have resulted in the burning smell. The reported complaint is confirmed. The root cause is considered physical damage. There has been no manufacturing deficiency identified.

Event description:
The integra field engineer ii reported on behalf of the customer that on (B)(6) 2018, a 00mlx mlx 300w xenon lightsource produced a burning or smoking smell. No patient contact, injury, or surgery delay was reported. Additional information was requested no other clinical information has been provided.